Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and was low on insulin. The blood glucose reading was 188 mg/dl. The customer reported that the insulin pump was inside of her clothing at a party. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.